Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely elevated magnesium results while using the architect c16000 analyzer. The customer was inspecting the cuvette washer and found the cuvette washer needle of the analyzer was dripping. The following data was provided. The customer uses patient range 0.70 to 1.05 mmol/l. Sid (B)(6) initial 0.80 mmol/l, repeat 0.49 mmol/l (correct result). The results were not reported out of the lab. No impact to patient management was reported. No injury or exposure were reported due to the leak.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account. The peristaltic head tubing [part 7-35009685-01] was replaced. This part was considered the likely cause of the discrepant results. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, labeling review, and an instrument service review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.